Event description:
It was reported to philips that the device failed operational check. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed operational check. There was no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.